Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the adu coil was burnt, resulting in the blown miu fuses. Fse replaced the adu coil and miu fuses. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the coils of the adu were burned, and smoke was generated from the machine room, the device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the adu coil was burnt, resulting in the blown miu fuses. Fse replaced the adu coil and miu fuses. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The serial number, reporting institution name, reporting address line 1 and the reporting address city have been updated.